Event description:
Customer reported the she was having issues while attempting to bolus. Customer when she inputs her blood glucose and carbohydrates the number keep ramping when she presses the act button. Customer had to disconnect the pump in order to make it stop. Customer's blood glucose was 54 mg/dl, treated and blood glucose was 179 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected scrolling numbers noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained endcap sticker.